Event description:
A pump had an 812:02 failure code occur during pt use. No pt injury or need for medical intervention has been reported. Attempts were made to obtain extra info regarding pt demographics, diagnosis, set up of the device, and the medication involved but no add'l details are known. No add'l contacts were provided.